Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during dwell 3. The technical service representative (tsr) explained the message to the home patient (hp). The tsr informed them to start over using new supplies or use manual supplies. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding reported problem. The hp stated they finished therapy by using manual supplies and everything went fine. The hp stated that they did talk to their registered nurse (rn) regarding the alarm. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the system error (se) 2240 was not confirmed and the root cause could not be determined. A batch review could not be conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).